Manufacturer narrative:
The customer reported an hdd/operating system issue. According to the customer, the screen will remain turned on; however, all waveforms and review data have disappeared. The customer tried doing a reboot and after the reboot, the customer is unable to launch the application or get into windows at all. The customer replaced the unit with a spare one. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2:a6 attempt: 1: 04/02/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I cannot supply individual patient information. B6: attempt: 1: 04/02/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I cannot supply individual patient information. B7: attempt: 1: 04/02/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I cannot supply individual patient information. D10: attempt: 1: 04/02/2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; I cannot supply individual patient information.

Event description:
The customer reported an hdd/operating system issue. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported an hdd/operating system issue. According to the customer, the screen will remain turned on; however, all waveforms and review data have disappeared. The customer tried doing a reboot and after the reboot, the customer is unable to launch the application or get into windows at all. The customer replaced the unit with a spare one. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: upon evaluation/repair from repair center they found the device to have an hdd failure. The reported issue was confirmed and duplicated. Although a definitive root cause could not be determined, it is most likely caused by defective/corrupt hard drives which was preventing the device from launching into windows from the blue screen. Both hdds were replaced within the unit, and the device was successfully shipped back to the customer. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 04/02/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I cannot supply individual patient information. B6 attempt # 1: 04/02/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I cannot supply individual patient information. B7 attempt # 1: 04/02/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I cannot supply individual patient information. D10 attempt # 1: 04/02/2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; I cannot supply individual patient information. Manufacturer references # (B)(4).

Event description:
The customer reported an hdd/operating system issue. There was no patient injury reported.